Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that, one time, the patient's pump was late to be refilled and it went dry and "I ended up in withdrawals so they had to give me medicine to help pull me out of the withdrawal. It was terrible. They put them through an IV and I didn't realize that's what happened because I've had that before. I called my friend who was a physician assistant (pa) and she told me I'm in withdrawals and to go straight to the emergency room (ER)." The patient then mentioned that they had cellulitis in their legs and when it starts to hit, they are admitted to the hospital for 3-4 days and then were sent home with their own ivs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.